Event description:
A falsely elevated ctni result of 2.44 ng/ml was obtained on the dimension xpand and reproted to the physician. Physician questioned result. Repeat tesitng on the same sample was 0.04ng/ml. Intermittent abnormal assay error messages were received on other ctni results but this sample did not have an error message. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of. Analysis of instrument data indicated maintenance was required on the drain system.